Event description:
Preliminary problem. Sunquest has identified a problem with instrument generated order interfaces, used only in conjunction with point of care testing, that can lead to the results of one pt overwriting that of another pt. Performing an online file cleanup prior to all results being assigned an identifier may cause the pt results to remain in a temporary file where they can be incorrectly associated to the wrong pt. When this occurs, sunquest generated reports and inquiry contains the incorrect results.

Manufacturer narrative:
On 4/17/2008, a preliminary notice was sent to all clients with sunquest laboratory instructing them to immediately stop performing online file cleanup on any instrument generated order interface. Online file cleanup is a process that cleans out old instrument data and sequence numbers to provide room for new data. The instrument generated order interface is routinely used to send point of care testing to the lab info system (lis). The lis uses pt info that is sent with the results to trigger the lis to generate an order. This gives the lis and identifier which is associated with the results. The preliminary investigation showed that the issue manifests itself when online file cleanup is performed before the lis has completed the generation of an order on all the point of care results stored in a temporary global. When this occurs, a counter does not accurately reflect the last sequence number thereby setting up a situation where results suspended in the temporary file may be incorrectly associated with the next pt that uses the same sequence number.